Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed localizer faulted. The representative entered into network device interface (ndi) toolbox, the status messages indicated the bump detector, battery fault, and storage temperature exceeded. The probable cause of the event was the complementary metal oxide semiconductor (cmos) battery in the camera. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, lot #: p902329, UDI#: (B)(4) h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced. The returned positioning sensor unit (psu) had scratches on the housing and lenses. Event logs report intermittent firmware incompatibility and intermittent faults indicating illuminator voltage measured lower than recommended operating voltage. There was a battery voltage low message, along with bump detected and storage temperature exceeded alerts. The psu failed an accuracy test (aak) at .289mm, with a passing threshold of 0.250mm. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.